Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise. The implanting physician said the insertion area in the cardiac resynchronization therapy defibrillator (crt-d) header looked like it had slight corrosion. A defibrillation threshold (dft) test was initiated, which needed external defibrillation for the patient to drop out. The patient and family decided to go with the cardiac resynchronization therapy pacemaker since she is dependent but now she does not have any crt-d therapies. The family opted not to have leads laser extracted due to patient age. A lead, originally implanted as back-up, has been set as active implant, replacing the other rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.